Event description:
It was reported that the pump history was missing data despite being in use. Customer's blood glucose was 115 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.